Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc reviewed the integrated multi-sensor technology (imt) data files and noted a decreased fluid delta on the initial sample, indicating an issue with sample integrity. Ccc remotely assisted the customer with cleaning the aliquot probe and imt probes drains, and replacing the imt sensor. The customer ran quick check and quality controls, resulting within range. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. Ccc recommended the customer to follow manufacturer's recommendations for sample handling. A siemens headquarter support center (hsc) specialist reviewed the instrument data, and concluded this event is sample specific due to poor sample quality and the presence of gel, fibrin and/or cellular material contained in the plasma portion of the sample. The cause of the discordant, falsely elevated na result is related to sample integrity. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The customer repeated the sample on the same instrument and an alternate dimension vista instrument, resulting lower. The corrected result obtained on the alternate dimension vista instrument was reported to the physicians(s).there are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na result.